Manufacturer narrative:
(B)(4). Batch #t92r83. Investigation summary: the device was returned with the jaws misaligned, and further analysis on the tissue pad found an off-center burn on the pad. The device was tested on a gen11 and the device did activate. No alert screens could be identified at any time during testing. Then the device was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reached as to how this issue occurred. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, an unknown error occurred, and the device was no longer able to function. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.